Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected high pitch alarm or display anomaly noted during testing. Insulin pump passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the buttons on the customer's insulin pump were not working and she was hearing a high pitched alarm sound. Her blood glucose level was 200 mg/dl. The insulin pump was reportedly not exposed to moisture and had not fallen or been dropped. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.